Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, broken belt clip slot and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and an unresponsive keypad. The blood glucose reading was 23 mmol/l. The high blood glucose readings were treated with a manual injection. The customer states that the dome label sticker is discolored. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.